Event description:
It was reported that, during a thr, the surgeon was impacting the real acetabular shell - he hit it once with the mallet and the top round striking surface came flying off. Procedure finished with same device. No harm to patient reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual assessment confirmed a welded region on the offset reflection cup positioner/impactor was fractured at the strike plate. This was likely due fatigue loading of the weld joint caused by repeated impacts. The device shows significant signs of wear/usage. The device was manufactured in 2003. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.